Manufacturer narrative:
Date of event is estimated. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the patient had severe arm swelling for several months. That started shortly after implant. At first, it was minor, but the swelling kept getting worse. All tests done by the doctor showed no physical causes. No infections, no blood clots and no known heart problem. The last two days the arm pain was in both arms that was very painful and was limiting use of their arms. The patient wanted to know if that could be caused by the device. Four weeks later, additional information received from patient indicated they had notified their healthcare provider (hcp) about arm swelling and pain. Patient stated there was no concerned with the device or therapy. It was also reported that the issues were not yet confirmed. It was indicated that patient was in ICU (intensive care unit) for further complications. The steps taken to resolve the arm swelling and pain were that patient took trip to ER and then admitted to the ICU. Patient also stated they have been working on to resolve the arm swelling/pain...

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.